Event description:
Routine complaint investigation when a healthcare facility reported receiving a high blood glucose reading of 148 mg/dl when compared to a laboratory comparison result of 64 mg/dl. These values when plotted on a clarke error grid fall into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.